Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and gastrointestinal disorder ("upper gi issues") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post procedural haemorrhage and pelvic discomfort. In 2012, the patient experienced fatigue ("extreme fatigue"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2014, the patient experienced cortisol decreased ("low cortisol"). In 2015, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant), pelvic pain ("crushing pelvic pain / pain"), back pain ("back aches"), arthralgia ("joint aches"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of urticaria ("hives on legs and arms"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gerd"), alopecia ("hair loss"), menstruation irregular ("irregular periods"), urinary tract infection ("frequent utis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), the second episode of urticaria ("hives on legs and arms"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure via laparoscopic bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, gastrointestinal disorder, fatigue, menorrhagia, cortisol decreased, tooth disorder, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, alopecia, menstruation irregular, urinary tract infection, headache, nausea, allergy to metals, depression, anxiety, the last episode of urticaria, vaginal discharge, weight increased, female sexual dysfunction and weight decreased outcome was unknown and the pelvic pain, back pain, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cortisol decreased, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: procedure confirms occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, patient concomitant condition added, lab data added, event added as follows:- vaginal haemorrhage, menorrhagia, urticaria, cortisol decreased,tooth disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease,alopecia, menstruation irregular,urinary tract infection, migranne, headache, nausea, allergy to metal, depression, anxiety,urticaria, vaginal discharge,weight increased, female sexual dysfuncton,abdominal pain, weight decreased. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.